Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting procedure a dissection occurred. Target lesion 1 was in the right coronary artery (rca) with a 3.5mm reference vessel diameter and an 18mm lesion length. Pre-procedure there was 53% stenosis and post-procedure 2% residual stenosis. A 3.5x20mm liberte stent was implanted. Target lesion 2 was in the rca with a 3.5mm reference vessel diameter and a 14mm lesion length. Pre-procedure there was 54% stenosis and post-procedure 6% residual stenosis. A 3.5x16mm liberte stent was implanted. An attempt made for direct stenting failed due to stenosis. There was an additional procedure for this target lesion; a liberte stent was implanted to treat a dissection. The procedure was a technical success. The patient was discharged four days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 100 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.